Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients non rechargeable implantable pulse generator (ipg) reached end of life. It was also noted that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure wherein one lead was added. The patient was doing well postoperatively and the explanted ipg was not returned due to facility policy.